Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A quote has been provided to the user, but confirmation has not yet been received. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cs100 intra-aortic balloon pump (iabp) had failed to automatically inflate the device was replaced with other device. No patient injury and harm reported.